Event description:
The user facility reported that water was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the seal in the door lock required replacement. The technician repaired the unit, ran a test cycle and confirmed it to be operational.